Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, one (1) helical blade inserter, six (6) locking bolt measuring device and two (2) depth gauge for locking screw were broken and one (1) helical blade inserter does not function during reverse logistics audit of the returned device at millstone. There was no patient involvement. This is a report for (1)locking bolt measuring device f/trochanteric fixation nails. This is report 6 of 09 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the locking bolt measuring device f/trochanteric fixation nails (part # 357.402, lot number # 4337612) was received at us cq. Visual inspection of the complaint device showed slider was missing its ball bearing and spring components. Although there was no evidence of physical device breakage, due to the definitive finding of missing components the overall complaint was confirmed. Document/specification review: (current and manufactured). No design issues or discrepancies were identified. Dimensional inspection: dimensional inspection was not performed due to a definitive finding of missing components. Investigation conclusion: the overall complaint was confirmed for the received locking bolt measuring device f/trochanteric fixation nails as the spring and ball components were missing. Although no definitive root-cause can be determined, its possible the device experienced unintended forces causing the staked ball and spring to come undone. No manufacturing or design issues were identified during the document review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part # 357.402; synthes lot # 4337612; supplier lot # na; release to warehouse date: 25 feb 2002; manufactured by synthes brandywine. Mrr # 33820 was generated for inability to correlate certificate of conformance to process sheets. This non-conformance is not relevant to the complaint condition since the certificates were revised to meet the correct specification. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.